Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). Current repair, product evaluation, product review of the skin graft mesher sn (B)(4) by (B)(4) on (B)(6) 2020 revealed that the comb was bent. The side plates were also worn. Product repair, repair of the device was performed by (B)(4) on (B)(6) 2020 which included replacement of the following: side plates, carrier guide, comb, bottom roll bar, shoulder bolts, and washers the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Previous repair, skin graft mesher sn (B)(4) has not been previously repaired/evaluated before (B)(6) 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It has been reported that upon inspection this unit was found in need of repair. Device was sent in for preventive maintenance only. There was no event reported by the customer. No adverse events were reported as a result of this malfunction. Inspection of the device found a bent comb.